Event description:
A device (mcen21) was returned to service - repair alleging a "missing adjustment screw".

Manufacturer narrative:
(B)(4). Results code is mechanical shock problem. Analysis found the mobile jaw was broken. The other jaw presents a significant trace of shock. The highlighted damages are probably the consequence of shocks during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Mxi internal reference #:(B)(4).